Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we could not identify the foreign material from the provided information. User reported event was water leakage. User detects water leakage during reprocessing (water leakage test after pre cleaning). Manual cleaning cannot be continued when water leakage is detected. Therefore, we judged that the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-xz1200 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-xz1200 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in switch remote 3 and plastic distal end cover. There was no patient involvement.